Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. If add'l info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch from that stated during a transurethral resection of the prostate procedure, the plastic tip of the inner sheath broke off into two pieces. The larger piece fell inside the pt's bladder and was retrieved with a grasper. The smaller piece stayed intact on the end of the sheath. The procedure was completed. The user facility reported that there was no adverse impact to the pt, the pt tolerated the procedure will and was taken to recovery in stable condition.